Event description:
It was reported that the cadd extension set leaked liquid from the filter. The event occurred during priming. There is no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. There was no physical damage observed. There was a back marking placed on the tubing indicating the leak site. The used sample was leak tested at 45 pounds per square inch (psi) for 30 seconds using a hydrostatic pressure pump. A leak was observed immediately on the junction of the tubing and filter inlet. A pull test was performed as per the manufacturing procedure using a chatillon pull tester. The minimum pull force specification for the tubing-filter connection is at 5 pound-force (lbf). The measured pull force was 11.8 lbf for this connection, exceeding the minimum force specification. A dimensional analysis was done on the tubing and tubing pocket, and the tubing and tubing pocket met product specifications. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.